Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient's foley catheter fell out after the patient was given a catheter replacement on (B)(6) 2022. The balloon was found to be ruptured, and the doctor told to stop catheterization. They reassured the patient, and it did not affect the normal diagnosis and treatment of the patient. The relevant departments were notified, and the broken and consumable materials were retained. As per the description of event cause analysis, stated that the consumables had quality problems. Per follow-up information received from ibc on 26dec2022, stated that there were no missing pieces of balloon. Also clarified that the consumable mentioned in the event refers to the foley catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient's foley catheter fell out after the patient was given a catheter replacement on (B)(6) 2022. The balloon was found to be ruptured, and the doctor told to stop catheterization. They reassured the patient, and it did not affect the normal diagnosis and treatment of the patient. The relevant departments were notified, and the broken and consumable materials were retained. As per the description of event cause analysis, stated that the consumables had quality problems. Per follow-up information received from ibc on 26dec2022, stated that there were no missing pieces of balloon. Also clarified that the consumable mentioned in the event refers to the foley catheter.